Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device involved in this event available? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic inguinal hernia repair, the deployed strap became malformed after the 5th to 6th firing although the device functioned properly at the beginning. The doctor opined that there was a possibility that the tip of the device had been pressed to the tissue strongly. Another device was used to complete the case. There were no adverse consequences for the patient.